Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that the hub of a clearlink duo-vent continu-flo set was retaining an unknown anesthesia medication. Crystals were also discovered in the set. This occurred during patient infusion after a surgery. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should the sample be received, lot number become known, or other additional relevant information become available, a supplemental report will be submitted.